Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.

Event description:
It was reported that the pt's pump was removed due to infection. No pt symptoms were reported. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.